Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 and again (B)(6) 2020 due to gastrointestinal bleeding with extensive gastrointestinal workup. The patient was ultimately transferred to another hospital for double balloon enteroscopy. The patient was without a source of bleeding. The patient's main goal was to reduce hospital visits and stays and remain at home as much as possible.